Event description:
A malfunction alarm was reported with malfunction code malf 13, and it was confirmed the code was not resettable. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for the replacement of the affected pump through warranty service and instructed the customer to use multiple daily injections as a backup therapy temporarily.